Event description:
It was reported to philips that the flex vision monitor of the azurion device was not displaying. The device was inside clinical use at the time of the event. No patient harm was reported.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that the flexvision monitor of the device was not displaying. Upon functional testing, fse found that the incorrect configuration was on the video wall connection box, causing the flexvision monitor to not display. To resolve the reported issue, the fse performed modifications on the configuration and restored the correct functioning of the video wall connection box. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.